Manufacturer narrative:
A biomérieux internal investigation was performed. The customer reported low results when testing the iqc "virotrol" from biorad with idas cmv igm lot 1005685430 (1.61 vt, 0.96 vt, 1.04 vt, 1.11 vt and 1.01 vt) compared to the specification the customer put in place based on results obtained on previous lots. A review of quality records confirmed there was no issue in the production of lot 1005685430. An analysis of the control chart for 5 internal samples (target : 1.84 - 1.27 - 2.08 - 1.07 - 0.31 tv) on 9 different batches of vidas cmvm, showed that vidas cmv igm lot 1005685430/180320-0 was in the trend of the other batches. The quality product laboratory tested these 5 internal samples on the retained kit of vidas cmv igm lot 1005685430 and obtained the following results : (B)(6). All the results were within the specifications and similar to those obtained before the release of the batch vidas cmv igm lot 1005685430. There was no drift of lot 1005685430. The quality product laboratory had tested the iqc biorad virotrol with the vidas cmvm lot 180320-0 (retain kit) and lot 171203-0 (reference kit). The results were positive with the 2 batches. Batch 171203-0: 1.43 tv batch 180320-0: 1.04 tv the differences observed are linked to the normal inter-lot variability which has no impact on patient result or interpretation status. The iqc virotrol is manufactured (not natural sample) and manufacturing process can affect sample matrix, so the hypothesis is that this sample could behave differently following some lots of vidas cmvm. It is recommended that each laboratory establishes its own range for each analyte (extract from package insert virotrol torch-m). The quality product laboratory recomputed the following range based on the customer's data (3 discrepant values out of 96 values not taken into account because visibly out of trend 3.32tv, 3.54 tv, 2.19 tv) : (B)(6). According to this new statistics, customer's values excluding 3 discrepant values conform within range at 3 et (except for one value at 0,96 vt). Check with the customer how statistics are computed and suggest the customer that is also possible to work with a mobile mean. Quality product laboratory analyzed complaints about sensitivity problem (potential false negative result) since 2013 and observed that there is no increase of complaints. Based on complaints, the relative sensitivity is about 99.99 % and conform to package insert performances (sensitivity: 90.24 %). According to the data mentioned above, vidas cmv igm lot 1005685430/180320-0 is within the expected specifications.

Event description:
A customer from (B)(6) reported to biomérieux out of range low results for an internal quality control sample (accurun reference a26-5006 lot 10158371) in association with vidas® cmv igm (lot 1005685430) when compared to the specification the customer put in place based on results obtained on previous lots. (B)(6). A biomérieux internal investigation will be initiated.